Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they hospitalized due to hyperglycemia from (B)(6) 2020 to (B)(6) 2020. Customer's blood glucose level was 637 mg/dl and at time of incident. Customer was treated with intravenous for fluid and insulin drip. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer also reported a huge variance with sensor readings that triggered a threshold suspend. Customer does not remember the blood glucose value but the sensor glucose was 40 mg/dl. The insulin pump will not be returned for analysis.